Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the station was completely off. A field service engineer (fse) rebooted the station after unplugging it for 15 minutes. The station started successfully, and the application was functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not booting up. Reportedly the user rebooted multiple times however the station was getting hung-up on the blue screen. The customer stated that this malfunction caused a delay of approximately one hour, although they managed to get medications from a different station. However, there were no adverse events or injuries reported due to this event.